Event description:
It was reported that a cartridge alarm occurred. The customer reverted to alternate therapy for diabetes management. It was also reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to customer¿s blood glucose level. Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.